Manufacturer narrative:
No patient involvement. The power cable was replaced on the system and this resolved the issue. System passed all performance tests after part replacement. Evaluation of suspect mobile viewing station power cable as follows: confirmed reported problem, sf-"damaged power cord". Failed visual inspection. Mvs power cord exhibits a 1 inch break in the outer jacket that covers the three conductors inside. The insulation on one of the conductive wires is also damaged. The outer jacket also has many scratches and nicks.

Event description:
A site bio-medical engineer reported a damaged power cord. No patient was present.